Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent power source alerts. Reportedly, the customer was unable to clear the alerts and continued to use the pump for insulin therapy. Customer¿s blood glucose value was 188 mg/dl.